Event description:
Procedure: urological. According to the reporter: the pt has experienced pain, suffering, permanent injury, substantial physical deformity and has undergone corrective surgery.

Manufacturer narrative:
(B)(4).